Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead was oversensing noise. The rv lead was capped and replaced on (B)(6) 2022.

Manufacturer narrative:
Previously reported event description did not included the information that pacing was inhibited due to the oversensing.